Manufacturer narrative:
The reported events were dislodgment and failure to capture. The lead was returned for analysis. The double bend was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. No other anomalies were detected.

Event description:
It was reported that the following morning prior to performing discharge check that the left ventricular (lv) lead was noted to have dislodged on chest x-ray and had no capture on electrocardiogram. Device interrogation confirmed no capture on the lv lead. The physician elected to explant and replace the lv lead. The patient was stable before, during, and after the procedure.